Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (monitor was resetting) was confirmed. Upon evaluation, there were broken solder connections to pins 1-10 on the u413 spi can controller on the monitor c/a board. The cause of the failure was the broken solder connections. The root cause of the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) indicating that it was resetting.